Manufacturer narrative:
Medical records review: the patient with history of lower extremity deep vein thrombosis and upper gastrointestinal bleed with a contraindication to anticoagulation had a vena cava filter deployed in the infrarenal inferior vena cava. Approximately five weeks post filter deployment, during scheduled filter retrieval, caval venogram demonstrated thrombus involving the proximal left common iliac vein extending up the inferior vena cava into the cone of the filter. The decision was made to end the filter retrieval procedure secondary to the residual thrombus. The catheter was removed and hemostasis was achieved. Manufacturing review: a manufacturing review was performed. The lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. This is the only complaint reported to date for this lot number and failure mode. Investigation summary: the device was not returned for evaluation and images were not provided for review. However, medical records were provided and reviewed. Approximately five weeks post filter deployment, a caval venogram was performed which demonstrated thrombus involving the proximal left common iliac vein extending up the inferior vena cava into the cone of the filter. The decision was made to end the filter removal procedure secondary to the residual thrombus. Therefore, based on the provided medical records, the investigation is unconfirmed for retrieval difficulties. No attempt to retrieve the filter was made due to the thrombus. Based upon the available information, the definitive root cause is unknown. Labeling review:the current IFU (instructions for use) states: warnings: - do not attempt to remove the eclipse filter if significant amounts of thrombus are trapped within the filter or if the filter tip is embedded within the vena cava wall. Note: it is possible that complications such as those described in the "warnings", "precautions", or "potential complications" sections of this instructions for use may affect the recoverability of the device and result in the clinician's decision to have the device remain permanently implanted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported through the litigation process that a vena cava filter was placed after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, the filter allegedly could not be retrieved after an attempted but unsuccessful percutaneous removal procedure. It was further alleged that residual thrombus involving the proximal left common iliac vein was extending into the filter. No patient injury was reported.